Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter read inaccurately high compared to her feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged inaccuracy began on (B)(6) 2013, at 8:30 a.m. When she obtained a blood glucose result of ¿452 mg/dl¿ on the subject meter. The patient¿s normal readings, at that time of day, range around ¿120 mg/dl¿. The patient manages her diabetes with insulin (novolog, self adjuster and lantus, 7 units in the evening) and reportedly took an increased dose of insulin (novolog, 4 units) in response to the alleged inaccurate high result. In addition, she mentioned she did not eat breakfast at that time due to the alleged issue. The patient stated, one hour after the alleged issue occurred, she began to develop symptoms of ¿sweaty and shaky¿. She retested her blood glucose with the subject meter and obtained a result of ¿400-500 mg/dl¿ and took an additional 4 units of novolog. The patient mentioned the result did not match to the way she felt, so she retested her blood glucose on the other device (medisense precision extra) and obtained a result of ¿60 mg/dl¿. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. Immediately after, she self treated with juice based on the symptoms she had developed. The patient confirmed she began to feel better, about ½ hour to 1 hour, afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims the she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(4) 2013 and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.